Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve depth appeared acceptable and was released. After releasing the valve, the valve dislodged up above the annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. Angiography and hemodynamics were good. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.